Manufacturer narrative:
The technician found a gas spring was failing. He replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the head section will not lower all the way down.